Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an error code e25 was not confirmed. The device evaluation found the air water tube, the air water cylinder, and the jet tube each had foreign material, additionally, scope cylinder had no color, the micro connector unit in scope connector was dirty due to water leakage, the scope connector cover unit had corrosion due to water leakage, due to damage on the charged coupled device unit, the image had roughness, due to wear of angle wire, the play of the up down knob was out of the standard value range, the light guide lens had a scratch, the light guide lens had a crack, the adhesive on the bending section cover was detached, and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had an intermittent error with the focus. During some examinations, switching the close focus on/off did not work. The close focus functioned, then stopped functioning with both the endoscope and the processor. It sometimes shows an error code e243, focus error, and this causes the examination to not be carried out. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: aw-tube, aw-cylinder and j-tube with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. No effects from other products involved in the event (no instruments, diathermy or similar were used.) The subject device was reprocessed before being sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely error message e243 occurred and the procedure was not preformed occurred because the charge-coupled device unit was damaged or micro connector was dirty. However, the root cause could not be specified. Additionally, olympus was unable to identify the foreign material or why the material adhered to the device. A specific root cause of foreign material adhered to the air/water channel and auxiliary water channel could not be determined with the information received. The event can be detected and prevented by following the instructions for use which state: "operation manual_ inspection of the endoscopic system_ inspection of the focus switching function." "Olympus cf-ez1500dl/I operation manual 3.3 inspection of the endoscope, 3.8 inspection of the endoscopic system." "Olympus cf-ez1500dl/I reprocessing manual 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
The examination has then taken much longer as the customer constantly have to look much closer to get focus. No impacted/injured during the exam or due to the exam not being possible to complete. However, the examination took much longer, which means that the patient is exposed to the discomfort that an examination longer time than normal.